Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working due to fluid loss, due to this, a surgical procedure was performed to replace the system. There were no patient complications.